Manufacturer narrative:
Analysis was unable to perform displacement test due to moisture damage at electronic and motor assembly. The insulin pump was received with minor scratched lcd window, scratched case, pillowing keypad overlay, keypad overlay texture damage, cracked case behind the pump near the battery tube compartment and cracked battery tube threads. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the pump¿s battery compartment was cracked. The customer's blood glucose was not given. No further details given. The pump was returned for analysis.